Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. The customer also stated that his blood glucose levels have continually been high, which he attributes to an increased stress level. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.